Event description:
Patient reports having to do a treatment on the gums and the dentist advised against continuing the byte treatment due to sensitivity, periodontal, and inflammation/irritation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.